Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0011995335); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a competitor's system was first used to attempt passing the peripheral arteries, unsuccessfully. The patient's native valve had bicuspid aortic valve (bav) disease. Large bav anatomy was present, with a perimeter of 30mm and calcium score of about 8000. A pre-implant dilation was performed with a 24mm balloon. A safari guidewire was used for evolut-fx (B)(6) implant. The delivery catheter system (dcs) passed through the anatomy without problems. Cusp-overlap technique (cot) was used, and the valve was positioned and released during rapid pacing at 180bpm. During release, the valve dislodged up into the ascending aorta. Hemodynamics were good during this situation, with no coronary obstruction. A second valve (B)(6) was loaded and implanted but was still difficult to position, as the bav anatomy pushed the valve upwards. The valve was released in good position, slightly deep but with no conduction disturbance and no paravalvular leak (pvl). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the deployment starting point was low on the pigtail catheter. Prior to dislodgement, the valve was positioned at a depth of 3 millimeter (mm). The valve subsequently dislodged up into the sinotubular junction (stj).

Manufacturer narrative:
Image review: images were submitted to medtronic for review. Two static images were provided for review. The patient¿s executive summary was not provided for anatomical review. The images showed intra procedural hemodynamics, confirming aortic stenosis. There was a dislodged valve visible and a second valve implanted; however, it is not possible to determine the cause of the dislodgement thus this review is inconclusive. Of note, as stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx bioprosthesis may include but are not limited to prosthetic valve migration/embolization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.